Event description:
It was reported that there was metallosis at the juncture of the modular neck connected to the hip stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2012-01372.